Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to interrogate and experienced a screen issue. The stylus was defective and caused the screen issue. No interrogation was possible with the radiofrequency(rf) head, the anti-slip layer was missing. It was also determined at analysis that the cooling fan was noisy, and the paper tray was nearly empty. The keypad printer button did not always respond correctly. The software was reconfigured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate and experienced a screen issue. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.